Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Weight: 97.3kg. Concomitant medical products: olympus device: device locking sterile biopsy cap olympus compatible disposable mfg#m00545261 lot#29278434 non-olympus devices - sphincterotome endoscopic dreamtone 20x.035x260 mfg#m00584040; balloon specimen retrieval extractor pro 0.035x3 mfg# m00547000; basket specimen retrieval trapezoid rx 180x3.2 mfg#m00510870; device raptor grasping mfg# bx00711177; bite block 1 piece dental 60fr blox mfg# sbt-546-100. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of the therapeutic ercp, the distal cover was not on the endoscope upon withdrawal. The distal cover was left in the patient. The customer reported the endoscope and distal cover were inspected prior to use and no issues were found. The customer confirmed the distal cover was securely attached to the endoscope. The intended procedure was successfully completed using the same devices and without a procedural delay. Dr. (B)(6) saw the patient in the office post procedure. Patient is doing well, per dr. (B)(6), and did not report coughing or vomiting the cap up. This event includes two reports: patient identifier (B)(6): tjf-q190v serial (B)(4), patient identifier (B)(6): maj-2315 lot h1x18. This report is 1 of 2 for patient identifier (B)(6): tjf-q190v serial (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the event likely occurred from the following mechanisms: 1) due to adhesion of chemical solutions such as anti-fog agent to the distal cover, the cover was easy to come off the subject device. 2) the subject device was used for the procedure in that state and the distal cover fell off by stress. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed multiple events. The customer stated one event involved one patient where the distal cover was left in the patient, reference patient identifier (B)(6) for the scope and patient identifier (B)(6) for the distal cover. The customer then clarified for this event, which involved an unknown number of distal caps that split, were the same lot number used on the patient reported with patient identifier (B)(6)/(B)(6). The olympus representative educated the customer and there are no further issues.